Event description:
It was reported that one day post implant upon initial interrogation, lead impedance measurements out of range were noted. The atrial and ventricular lead impedances were individually measured and were found to be within range. The lead impedance was measured once again and the results were delayed. At a follow-up two days later no issues were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.